Manufacturer narrative:
The user facility did not retain the cartridge for investigation. No lot number was identified. The user guide includes allergic reaction as a potential risk associated with dialysis and also includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2015 regarding a (B)(6) male patient who experienced intense itching that occurred during and after treatment. The patient also had mild shortness of breath. The patient received benadryl 25 mg by mouth and atarax, (dose and route unspecified) without relief of symptoms. The patient has transitioned to use of a different cartridge with another manufactures filter and the patient's symptoms are ongoing.